Manufacturer narrative:
Device not available.

Event description:
The user facility reported that the weld broke on the housing.. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no delay and no medical intervention.

Event description:
The user facility reported that the weld broke on the housing. The broken housing could cause the non sterile battery to be exposed to the sterile field. There were no adverse consequences, no delay and no medical intervention.

Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake. It was visually observed the weld was compromised.